Event description:
"Acucise case completed and upon removal of device, it was found to have wire broken at midpoint of cutlery wire. Wire caused removal to be difficult. Attempted placing access sheath unsuccessfully. Patient moved to mckenna hospital for percutaneous removal of acucise device. No rep present; phone call placed to applied and consultation on acucise done."

Manufacturer narrative:
Evaluation: the returned acucise device was visually inspected and physical damage was observed. The acucise was returned in two parts. The catheter body was cut approximately 2 inches from the acucise handle. No further damage to the handle assembly was observed. The cutting wire exhibited significant signs of damage. The section of cutting wire where the break occurred was charred excessively. The green insulating coating around the cutting wire was severely burned. The distal half of the cutting wire was removed from the acucise catheter body and not returned for evaluation. Conclusion/corrective action: the acucise rp35 device which was returned by the customer was inspected and the damage to the cutting wire was confirmed. It was noted in a conversation between applied medical marketing representatives and the doctor that the acucise was fired twice for approximately 10 seconds each time. There is a warning on the product information data sheet which states cutting wire breakage can occur if 5 seconds of continuous cutting time is exceeded. Non-compatible generators or improper power settings can also cause damage to the electrical components of the acucise. This information was not included in the initial customer's complaint. The shop order was reviewed and no temporary redline changes, non-conforming material reports, or repair log rejections were found. The acucise device was fired longer than indicated in the instructions for use, which may have caused damage to the cutting wire. The incident was considered user error according to the product information data sheet; therefore, no corrective action will be taken.